Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the outer cannula of the device allegedly failed to fire. It was further reported that the firing button was allegedly a bit stuck but still was able to be pressed. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one electronic photo was provided and it was reviewed. The provided photo shows a maxcore biopsy device in a half-primed condition, which the top slide is pulled back. No other anomalies were noted. Based on the photo review the reported event cannot be confirmed. Received one maxcore disposable core biopsy instrument for evaluation. During visual evaluation, the device appeared to be clean, and device was returned half primed, leaving the sample notch exposed. Further functional testing was not performed due to the condition of the returned sample. Therefore, the investigation is inconclusive for the reported failure to fire issue as the functional testing was not performed due to the condition of the returned sample. A definitive root cause for the reported failure to fire issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method, result, conclusion) section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records was performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during an ultrasound guided kidney biopsy through normal density tissue, the outer cannula of the device allegedly failed to fire. It was further reported that the firing button was allegedly a bit stuck but still was able to be pressed. No coaxial was used and the procedure was completed with another device. There was no reported patient injury.